Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that yesterday the patient started shaking real bad and when they checked the battery, it was at 0% and the light was red. They immediately charged it to 100%. Today, they are in the same condition and cannot even drink a glass of water. Reviewed with the caller that it is a manual process to turn the therapy back on. Helped caller connect to implant and turn therapy on. The troubleshooting steps that were taken on the call resolved the issue. Reviewed with the caller that they may feel a surge upon turning therapy on. The caller reported "that has happened many times".